Event description:
It was reported that stent dislodgement occurred. A 4.0mmx15mmx150cm express vascular sd stent balloon expandable was selected for use. However, upon opening the packaging, it was found that the stent was dislodged. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Event description:
It was reported that stent dislodgement occurred. A 4.0mmx15mmx150cm express vascular sd stent balloon expandable was selected for use. However, upon opening the packaging, it was found that the stent was dislodged. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the stent was damaged. Microscopic examination revealed no additional damages. The stent was still on the balloon. Inspection of the remainder of the device presented no damage or irregularities.